Event description:
It was reported that the implant at tooth site #31 was removed due to pain and inflammation. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.